Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were taking multiple presses to respond and would sometimes stick when pressed. The patient indicated that the issue was getting worse over the past several months. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. Testing confirmed intermittent responses to the up arrow and down arrow keypad buttons requiring multiple presses to evoke a response. The ok and contrast keypad buttons respond normally when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. On inspection, the cartridge compartment was noted to be cracked from the rim of the cartridge chamber extending to the finger grip. A test cartridge cap was attached and fully tightened with no issues.